Manufacturer narrative:
The system subsequently was explanted and replaced with no adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this device was associated with a reported patient infection. An explant of the patient's system is being considered.